Event description:
Information received indicates the right siderail is not latching in the raised position.

Manufacturer narrative:
The technician found the mounting brackets were bent on the siderail. The technician replaced the left and right siderail mounting brackets to repair the bed.